Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they received ¿hardware low level failures.¿ no further details were provided. No troubleshooting was performed. Customer was advised a replacement insulin pump will be shipped. The insulin pump will be returned for analysis.